Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump (iabp) device displayed an electrical test fails code 51 error when powered on. There was no patient involved reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.